Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with 100% stenosis, heavy calcification and mild tortuosity. A 3.0 x 38 mm xience skypoint stent was implanted with good angiography result. Cine was done to confirm the stent placement and good timi 3 flows. The dragonfly opstar imaging catheter was prepared per instructions for use (IFU) and was inserted into the rca. However, the patient had ECG changes upon placement of the imaging catheter. Angiography showed no re-flow with severe haemodynamic consequences (hypotension, bradycardia and st elevation). The catheter was removed and medication was administered (atropine and ephedrine). Patient recovered and flow also restored. Another oct pullback was performed without issues, ending the procedure. Stent results are good. It is unknown if the catheter caused or contributed to the no reflow. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported occlusion which resulted in EKG/ECG changes, hypotension, bradycardia, delay to treatment and medication required could not be determined. In the physician's opinion, the catheter caused and contributed to the no re-flow, with severe hemodynamic consequences (hypotension, bradycardia and st elevation); however, this could not be confirmed, and the device was not returned for root cause analysis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from unknown to 10609405

Event description:
Subsequent to the initially filed reports, the following information was provided: two xience skypoint stents (3.0x38mm and 3.5x28) were implanted successfully. Nitroglycerin and nitroprusside could not be administered due to severe hypotension and the no-reflow resolved spontaneously with time. In the physician's opinion, the dragonfly opstar caused and contributed to the no re-flow, with severe haemodynamic consequences (hypotension, bradycardia and st elevation). The same dragonfly opstar was used successfully after the patient recovered and flow was restored. No additional information was provided.